Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during low anterior resection, the device was tried to fire on the intestine but it did not work. They used another device to resolve the issue. No patient injury.